Event description:
Report received of a tubing separation. The tubing set was primed with d5w IV solution. Prior to connecting the tubing set to a pt, the tubing separated into two pieces at an unspecified area of the upper y-site. There was no delay in critical therapy. Though requested, no additional info was available.